Event description:
Customer reports during a procedure in endo, one of the balloons ruptured during a pyloric dilation this occurred when it was inflated to 21 mm. No harm was caused to the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.